Event description:
The customer contacted stryker to report that the pads produced sparks and burned a patient when shock was delivered.

Manufacturer narrative:
A clinical review was performed for this case: it is unknown as to whether the device contributed to the patient's reported outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A clinical review has been requested for this case. A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. The customer's pads were not returned to stryker for evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the pads produced sparks and burned a patient when shock was delivered.

Event description:
The customer contacted stryker to report that the pads produced sparks and burned a patient when shock was delivered.

Manufacturer narrative:
The initial MDR report with FDA reference# (B)(4), submitted on 12/18/2024, was submitted in error. The reported issue was determined to be not reportable. As per the operating instruction, there are some situations in which a patient can get a burn after defibrillation. Therapy electrodes that are dried out or damaged, therapy electrodes touching each other, lead wires, dressings, or patches, air pockets between the skin and electrodes, and a gel pathway on the skin between the paddles, can all cause electrical arcing and burn the patient¿s skin. Typically, these burns are regarded as a minor injury and are included in the general therapy warnings and cautions in the operating instructions. A clinical review is not required for this case.